Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Visual inspection revealed that the bags were inflated with air and it was noticed that air was leaking into flaps through the "lines" visible in the seal hence reported problem was confirmed. Those "lines" are created due to excessive formations in the mylar sheeting used during the sealing process of the bags. The mylar sheeting below the mold is being change in every shift.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported that they had one unit of a 3l oxygen bag in which it was reported that the unit was leaking into the flap. The sample has been requested for evaluation. There was no patient involvement reported. There is no additional information available regarding this report.